Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to pulmonary embolism and deep vein thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: pulmonary embolism and deep vein thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including, but not limited to clotting and ivc occlusion. Per the medical records, history includes of obesity, unspecified thyroid problems, hypertension and dyslipidemia. The indication was deep vein thrombosis (dvt) with an intolerance for coumadin and lovenox therapy. At the time of the implant, angio jet and thrombolytic thrombectomy was performed, a left common iliac thrombus, left proximal and mid superficial femoral vein with thrombus present. The filter was deployed below the renal veins. Angiojet was performed of the left superficial femoral vein (sfv). The power pulse spray was performed of the left distal superficial vein. Angio jets were then performed of the left sfv, common femoral and common iliac. Per the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of hypercholesterolemia (treated with medication), obesity, unspecified thyroid problems, hypertension and dyslipidemia. The filter was implanted for an indication of deep vein thrombosis. The patient also has an intolerance of coumadin and lovenox therapy. During the index procedure, the patient also had an svc/ivc catheter insertion, angio jet procedures, thrombolytic therapy and lytic therapy. Peripheral finding were a left common iliac with thrombus present, left common femoral thrombus present and left proximal and mid superficial femoral vein with thrombus present. The filter was deployed via the patient's right femoral vein. The filter was placed below the renal veins. Next an angio jet was performed of the left superficial femoral vein (sfv). The power pulse spray was performed of the left distal superficial vein. Angio jets were then performed of the left sfv, common femoral and common iliac.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years after the index procedure.